Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the hospital after receiving an alert for high hv lead impedance. The lead was capped and replaced on (B)(6) 2016. The patient is doing well.